Event description:
As reported, venous line disconnected from subclavian catheter during dialysis treatment. Awaiting further info from facility. Lot number unknown. D.o.n. Stated lot number is "probable r7e055, but can't be 100% sure". 8/6/97 facility alleges that rn was alerted to dialysis machine when venous pressure alarmed. Pt was found with venous line disconnected from subclavian catheter, with blood pump sill operating, ebl 250 ml. It was noted that pt was hypotensive and treated with volume, 1000ml ns. Subsequently, pt then became nonresponsive per report. CPR initiated and pt admitted to hosp. Sample discarded on day of event. Info later received that pt expired on 8/7/97, five days post incident.

Manufacturer narrative:
This lot did reflect a change in the pt connector of the bloodline. A memo, dated 6/3/97, introduced this new feature and its instructions for use to all nurse managers/directors of nursing. Sales and marketing notified. There have been no further similar events reported by this facility. Additional info 10/7/97. Reportable event changed from serious event to death. Pt expired on 8/7/97.